Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from the appointment date (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7110262/7110201.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The ipg was also difficult to charge and had communication issues. The patient underwent a spinal cord stimulator (scs) system explant procedure. All explanted device components were discarded by the medical facility.